Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The likely root cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal deployment steps were performed as usual. While withdrawing the system, the whole system came out of the artery. The anchor is not visible and there was no hematoma. Manual compression was done and there was no significant blood loss. No significant delay of the procedure. The patient has been treated as intended and there was no rebleeding. Additional information was received on 17aug2021. The procedure being performed was a coronary angiography, percutaneous transluminal coronary angioplasty (ptca) using a 6fr procedural sheath. Hemostasis was achieved by manual compression for fifteen minutes. A pre-deployment angiogram was performed. The patient was in stable condition. Estimated blood loss was less than 250cc.